Event description:
Allegedly, during a menisectomy procedure, the shaver was pulled out, put back in and at powering up piece floated out of window. It was further reported that no oscillation noise was heard. Attending surgeon was not able to retrieve parts so another surgeon assisted. Parts were retrieve and no adverse consequence to the patient were reported.

Manufacturer narrative:
Additional information will be provided once investigation is provided.